Event description:
It was reported that the right ventricular (rv) lead had poor sensing. The impedance and threshold were within normal and it was noted that the patient has william's syndrome, which affects the elasticity of the blood vessels. The physician may elect to replace the rv lead, but it is still being considered and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5592 implantable pacing lead (B)(6) 2003. (B)(4).